Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/malpositioned') and infection ('infection') in an adult female patient who had essure (batch no. 626214) inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and infection (seriousness criterion hospitalization). The patient was treated with surgery (essure remove on, (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the perforation and infection outcome was unknown. The reporter considered infection and perforation to be related to essure. The reporter commented: place both devices with 5 coils noted on the left and 1 on the right. Lot number: 626214. Manufacture date: 2007-11. Expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/malpositioned') and infection ('infection') in an adult female patient who had essure (batch no. 626214) inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and infection (seriousness criterion hospitalization). The patient was treated with surgery (essure remove on, (B)(6) 2018. Essure was removed on (B)(6) 2018. At the time of the report, the perforation and infection outcome was unknown. The reporter considered infection and perforation to be related to essure. The reporter commented: place both devices with 5 coils noted on the left and 1 on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received. Lot number and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and infection ('infection') in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and infection (seriousness criterion hospitalization). The patient was treated with surgery (essure remove on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the perforation and infection outcome was unknown. The reporter considered infection and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.